Event description:
It was reported that the clip jammed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73e1800140 was manufactured on 05/07/2018 a total of (B)(4) pieces. Lot was released on 05/16/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appear to be properly aligned. The stapler was returned with 17 staples left in the cartridge indicating that at least 18 staples have been fired by the end user. Functional inspection was performed on the returned device by using hand pressure to pull the trigger. Upon engagement of the trigger, resistance was felt , and the staple was not able to form properly. This was repeated with the same result. The stapler was disassembled , and it was noticed that the pawl was spun out of place. The plastic bridge from the trigger that interacts with the pawl was bent. The pawl was manually spun back into place and the device was reassembled. Another attempt to fire staples was made once again, the staple was unable to fire properly and there was resistance felt during the trigger pull. The pawl was found spun out of place again. The bent piece of the trigger prevents the pawl from staying in its correct place. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing. Since the end user was able to fire at least 18 staples and there is no evidence of a manufacturing related issue, the damage most likely occurred during use. While it cannot be determined what caused this damage, constant pressure on the plastic bridge near the pawl can cause it to bend. This might be caused by leaving the trigger partially engaged. Therefore, unintentional user error caused or contributed to this complaint issue. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as unintentional user error caused or contributed to the complaint issue. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - staples not releasing" was confirmed based upon the sample received. The sample was returned with the pawl spun out of place and the plastic bridge from the trigger that interacts with the pawl was bent. The bent plastic bridge prevented the pawl from functioning properly and the staples from firing properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since the end user was able to fire at least 18 staples and there is no evidence of a manufacturing related issue, the damage most likely occurred during use. While it cannot be determined what caused this damage, constant pressure on the plastic bridge near the pawl can cause it to bend. This might be caused by leaving the trigger partially engaged. Therefore, unintentional user error caused or contributed to this complaint issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.